Event description:
Caller reported that a malfunction occurred on pump, but there was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted in resetting pump with the help of technical support, and it was confirmed that malfunction code did not recur after reset. Caller was advised to continue using pump and to contact technical support if any future issues arise, which they acknowledged and understood.